Manufacturer narrative:
(B)(4). Incomplete/interrupted firing cycle. The analysis results found that the ets45 device was received in good visual condition and with a reload loaded in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. It should be noted that all reloads are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device was fired across the hilum of the kidney when it cut, but did not staple. There was some blood loss however the amount is unknown. The patient did not receive a blood transfusion. A competitor's clip applier was used to complete the procedure. No adverse consequences reported. Additional followup: the cartridge fell out of the device and into the patient after firing. The cartridge was retrieved with graspers. There was no patient consequence do to the retrieval of the cartridge

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.